Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3 short external hex parallel walled implant, 5mm(d) x 5mm(l) (boes505) was returned for investigation. Visual evaluation of the as returned product identified that the mount was received attached to the implant. The implant had signs of use and bone debris was attached to the external threads. The mount engaged and disengaged from the implant as intended. There were no malfunctions detected that could lead to the reported event. Functional testing to recreate the reported event confirmed that the mount engaged and disengaged from the implant as intended. A pre-existing condition was not noted on the per form. Bone density was low density (type iii). The reported device was located on tooth # 26 (fdi) and was used for approximately for five (5) months. DHR review was completed for the subject lot number 2022080139. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 2022080139 for similar event and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus and functional : does not disengage and release. Therefore, based on the available information, implant malfunction did not occur, and the reported event (does not disengage/release) was unconfirmed. Additionally, the reported event (perforated sinus) was non-verifiable with the information provided.

Event description:
No further event information is available at the time of this report.

Event description:
The customer reported perforation of the sinus by the implant at tooth location #26 because the doctor had difficulties to separate the mount from the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Itha53, certain ep healing abutment 4.1mm(d) x 5mm(p) x 3mm(h)/lot number unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.